Manufacturer narrative:
Three photos were returned for evaluation. The photos displayed a labeled shelf pack, and an unlabeled shipper box with no evidence of damage due to post-manufacture label removal. Manufacturing records were reviewed with no in-process related issues noted. Based on the returned photos, the reported event was confirmed to be a hand packaging fault. In process, product is accepted based on meeting specification requirements. If any nonconformances are found in process, the product is isolated, non-conformed and immediate action is taken to perform corrections. Inspections and tests are conducted by trained operators using statistically valid sampling plans at defined intervals. Sampling plans are based on random sampling selection and are designed to provide a high level of assurance that the true fraction defective is less than or equal to the established aql level for each quality characteristic.

Event description:
Information was received indicating that the packaging for the peripheral intravenous jelco plus catheter did not contain the native manufacturer's label. There were no adverse events reported.